Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The device was returned to a third-party service center. During the evaluation of the device there was no report of visible foam degradation. There was no allegation of harm or serious injury to the patient. There was no report of medical intervention specified. No MDR will be initiated. The device was scrapped.